Event description:
Patient was revised to address groin and hip pain. Update: (B)(6) 2013- litigation papers received. It is alleged that the patient suffers from pain, discomfort, and weakness. There is no new additional information that would affect the investigation. Update: (B)(6) 2013. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address metal sensitivity, high ion levels, and pain. **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation. **update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. **update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1837908. A search of the complaint database finds additional reported incidents against lot code 1859786 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The report states: patient was revised to address groin and hip pain. Doi: unk. Dor: (B)(6) 2012 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. B. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address groin and hip pain. Update: 2/11/2013 - litigation papers received. It is alleged that the patient suffers from pain, discomfort, and weakness. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
New etq created record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address groin and hip pain. Update 2/11/2013- litigation papers received. It is alleged that the patient suffers from pain, discomfort, and weakness. There is no new additional information that would affect the investigation. Update: 5/22/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 24 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets .there are no new allegations reported. Updated patient¿s date of birth. Doi: (B)(6) 2005 - dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
The investigation has been reopened due to receiving litigation. Depuy will notify the FDA when the investigation is complete.

Event description:
Patient was revised to address groin and hip pain.